Manufacturer narrative:
(B)(4). G2: foreign; event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that when the articular surface was opened, the sterile packaging appeared to be warped, as if melted. Another articular surface was used to complete the procedure. No adverse events were reported as a result of this malfunction.